Event description:
A4: weight of the patient is unknown. It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp), the cut wire snapped when they tried to bow the jagtome rx sphincterotome. The wire remained intact with the tome when device removed. Procedure was completed with another with same device. Patient is reported to be fine.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.